Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflation unit gas was not being supplied correctly. It was not specified during what type of surgery the event occurred. The equipment indicated low pressure (equipment correctly connected to the line, line pressure 5 kpa). There was no patient injury or medical intervention associated with this event.